Event description:
It was reported that the ilet device charged very slowly while on the charging pad, with the indicator light green but the battery increasing only to a low level after several hours; a replacement charging pad was sent. Customer care provided support that included customer service troubleshooting and replacement of the external charging accessory. Investigation of this case revealed a suspected malfunction of the external charging pad associated with inadequate charging performance. No adverse clinical symptoms during the event reported. Outcomes included no functional impact on the user¿s health and no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was likely an accessory malfunction related to the charging pad.